Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint reportedly occurred on (B)(6) 2011; the data from the time of the alleged issue was not available for review due to continued pump use. The black box shows data from (B)(6) 2012 to (B)(6) 2012 with no evidence of rebooting. The battery cap that was returned with the pump was able to tighten appropriately with no o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter claimed the animas pump made a grinding noise this morning when she attempted to deliver bolus insulin. The animas pump subsequently gave a message indicating the bolus was cancelled and pump was busy. Then the animas pump allegedly rebooted and prompted a low battery alarm. At the time, the patient did not see a verification screen. Reportedly, the subject pump was showing 0 units of insulin and 0 units of iob. The issue was resolved after the patient replaced the battery. There was no product misuse. The animas representative recommended that the patient change the battery cap. A follow-up call was made to the reporter after the battery cap was replaced. The reporter indicated that there has not been any power issue since the battery cap was replaced. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the intermittent power issue involving a battery cap.